Event description:
It was reported that the implantable neurostimulator (ins) was unresponsive to telemetry attempts by the patient programmer and recharger. Use of the antenna locator resulted in a power-on-reset (por) being displayed on the recharger, which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: na.